Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. The distal end of the catheter body appeared intentionally trimmed. After the sample failed functional testing, the distal lumen was microscopically examined. A small slit was detected adjacent to the juncture hub. The slit was smooth and blunt, which indicates a sharp object (needle, scalpel , scissors, etc.) Came into contact with the line. The total length of the catheter body measured to be 148 mm which indicates at least 61 mm were trimmed and not returned per product drawing. The outer diameter of the distal lumen measured to be 2.14 mm which is within specifications of 2.13-2.21 mm per product drawing. The inner diameter of the distal lumen measured to be 1.47 mm which is within specifications of 1.42-1.50 mm per product drawing. This indicates that the wall thickness measured within specifications. In accordance with the IFU, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter was initially flushed to ensure no blockages were present. The distal end of the catheter body was then clamped, and all three extension lines were pressurized using a water-filled lab inventory syringe. When the distal lumen was pressurized, a small leak was detected near the juncture hub. No issues were detected in the other lumens. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The distal lumen contained a small slit with damage consistent with coming into contact with a sharp object. The sample passed all relevant dimensional testing and a device history record review was performed based on sales history with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "there was a leak at the level of the juncture hub (on the distale line side) of the central line." It was reported the central line was removed and a new one was inserted. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "there was a leak at the level of the juncture hub (on the distale line side) of the central line." It was reported the central line was removed and a new one was inserted. No patient harm reported.